Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh revision procedure on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy, extraperitoneal colpopexy and cystoscopy due to complete post-hysterectomy prolapse.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision vaginal graft on (B)(6) 2013 due to exposed vaginal graft. No additional information was provided. (B)(4).